Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause was not determined. Issue not resolved at this time. It was reported no actions/interventions were taken as the rep had no time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. The rep reported that impedance on contact 8 were greater than 30,000 ohms. The rep noted that contact 8 was not being used at this time. The rep interrogated the battery for purpose of data collection and future follow up. The patient was seen to assist in putting the device in MRI mode. No actions/interventions were taken. The rep didn¿t have an opportunity to investigate the issue as staff was waiting to scan the patient. No further complications were reported.